Event description:
It was reported that the right ventricular (rv) lead had warnings for high threshold and fluctuating impedance. It was noted that there were a high number of low impedance counts and evidence of oversensing. Sensitivity was reprogrammed and the lead remains in use in unipolar configuration for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable pulse generator (B)(6) 2006; 407652 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.